Event description:
The customer reported to olympus the subject device was found to have a brush stuck inside the endoscope during a therapeutic colonoscopy for polyp removal. At the middle of the procedure, the physician realized there was a blockage because the suction stopped working. The endoscope was removed from the patient. They were able to pass a different brush up from the tip and pushed the brush head out of the port. The physician noted the patient had poor bowel preparation for the procedure. The subject device was inspected prior to use and the suction was 'still working to some extent with water so it wasn't noticed.' The procedure was successfully completed after a ten (10) minute delay, using a similar device. The subject device was received from another facility for this procedure. The facility stated the cantel brush had clearly snapped during cleaning at the previous facility and no one had noticed it. The reprocessing method was reported as manually cleaned and then passed through getinge ed flow washers.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Returned to manufacturer date being clarified. The olympus service center was unable to confirm the customer specified fault. No additional fragments or cleaning brush remnants were observed. The instrument channels were brushed, and the instrument was visually inspected externally for damage that could be attributed to the customer specified fault. No associated damage or brush remnants were identified during this inspection. The channel systems were inspected internally using a slim line video scope, no debris or damage was identified within the channels. The image provided by the facility shows the snapped cleaning brush which was involved in the reported incident; this was removed from the endoscope prior to the endoscope being returned to olympus, the customer has confirmed this is a non-olympus cleaning brush. The technical evaluation also showed the following points failed inspection: light cover glasses, light cover glasses adhesive, optical cover glass adhesive, distal end adhesive, s-connector/water leakage, up/down/right angles, up/down angle play, left/right angle play, air channel/volume, water flow, water removal, electrical safety test and automated air leak test. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to b3, g3 of the initial medwatch. The aware date should be 29-oct-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 months since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to the user facility staff was not trained sufficiently on device handling and reprocessing steps or, the cleaning brush used in previous reprocessing broke in the biopsy channel of the subject device causing a part of the broken brush remained in the location between biopsy port and k-mount due to vibration the broken section shifted to the k-mount and distal end. It is also likely a part of the cleaning brush clogged in the biopsy channel. The event can be detected/prevented by following the instructions for use which state: -3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also, make sure that no foreign objects come out of the distal end. -4.2 insertion: air/water feeding and suction: suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids. Olympus will continue to monitor field performance for this device.

Event description:
It was later confirmed that the broken brush clogged in the biopsy channel was a part of non-olympus brush.